Event description:
It was reported that on (B)(6) 2026, an 8mm amplatzer septal occluder was chosen for implant using a 7f amplatzer treviso delivery system for an intended atrial septal defect (asd) occlusion in an 8-month-old infant. The occluder and the trevisio delivery system were prepared in accordance with the instructions for use. The trevisio delivery sheath was introduced via the patient¿s femoral vein and positioned in the left heart. The occluder was then connected to the delivery system, advanced through the sheath, and deployed into the left atrium. During the process of device enfolding, air bubbles were observed on transesophageal echocardiography, followed by st-segment elevation, oxygen desaturation, a drop-in respiratory rate, and bradycardia. Cardiopulmonary resuscitation was initiated. The device was subsequently retracted into the sheath without detachment, and both the sheath and device were removed from the patient. The procedure was aborted, and the patient was transferred to the intensive care unit. The procedure was performed independently by the physician without abbott support.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.